Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 20% to 65% then back down to 40% while charging. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.